Event description:
The patient was unable to obtain a reading since the meter was "flashing the incorrect date/time". For the past three days the patient has been unable to obtain a reading and withheld her medication since she was unable to obtain a reading since the meter was flashing the date/time (the meter was in a setup mode). For the past three days her left leg felt "numb" and she finally decided to go to the ER in february 2006. She drove herself to th eer and th reading in th eer was 266mg/dl. She claims she was treated with glucose and was in the ER for 2-3 hours prior to being released. The test strips were in good condition and not expired. The patient has had the meter for ayear and claims she is on a set amount of oral medication. However, did not want to take it because she wanted to know what her blood glucose level was at the time. The patient has never replaced the battery and claims that the meter has not been dropped. Customer care agent (cca)assisted the patient in setting the meter properly and issue was resolved. Cca sent the patient a replacement meter and control solution. The complaint is being reported since the patient withheld her oral medication while unable to use the meter and received medical treatment.